Event description:
It was reported that on (B)(6) 2023, an unknown size regent heart valve was implanted in the patient. Implant gradient was 6, 1month gradient was 9 and now the gradient is 34. The regent leaflet opening angle questioned on imaging.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.